Manufacturer narrative:
Additional information: e1, h6, g3, b5.

Event description:
Additional information about patient's weight and name of physician.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the right atrial lead was sensing noise. No intervention was reported. Additional information was requested, but not provided.